Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026. The patient experienced an infusion set failure, as the infusion set lifted off after application no further information available.